Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2514 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2514 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted (lot no. D06938,c22914) for female sterilisation. The patient had a medical history of abdominal pain on (B)(6) 2022, rectocele and uterovaginal prolapse on (B)(6) 2022, irregular periods on (B)(6) 2021, heavy menstrual bleeding and parity 3 in 2015, pelvic pain, cystocele, overactive bladder, vaginal delivery and gravida in 2014 and obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2514 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, liqament plication, colporrhaphy,). The reporter considered medical device removal to be related to essure administration. The reporter commented: expiration date: (B)(6) 2017. Right: 2 coils, left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: clinical history: status post. Essure procedure performed. On (B)(6) 2016(as reported); indications:statu post essure placement. Complications: none. The patient tolerated the procedure well. Findings: uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2022: pre operative diagnosis and clinical information: uterovaginal prolapse, mixed urinary incontinence, pelvic pain. Final diagnosis: uterus, cervix, fallopian tubes, ovaries, hysterectomy with bilateral salpingo oophorectomy. The right and left fallopian tubes and ovaries are without significant histologic abnormality. Gross description: the specimen demonstrates two wires one inside each fallopian tube that appear silver and metallic with a small spacing attached at the end. The wire appear to be identical. [Ultrasound pelvis] on (B)(6) 2022: examination CT at the abdomen and pelvis with intravenous contrast. Provided indication: pelvic pain. Findings: cither: essure devices; on (B)(6) 2022: clinical history: abdominal pain. Hysterectomy on (B)(6) 2022. Provided indicatian: constipation. Findings: abdominal wall: minimal subcutancous cmphysema within the anterointerior pelvis. Mainly on the right. Additional trace soft tissue gas within the bilateral inferoamedial pubic and perineal regions, all presumably iatrogenic. Minimal inflammation along the umbilicus, potentially secondary to laparoscope port. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: reporter and patient information, medical history, lab data, indication, expiry date, lot no., non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted (lot no. C22914, d06938) for female sterilisation. The patient had a medical history of abdominal pain on (B)(6) 2022, rectocele and uterovaginal prolapse on (B)(6) 2022, irregular periods on (B)(6) 2021, heavy menstrual bleeding and parity 3 in 2015, pelvic pain, cystocele, overactive bladder, vaginal delivery and gravida in 2014 and obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2514 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy,liqament plication,colporrhaphy,). The reporter considered medical device removal to be related to essure administration. The reporter commented: expiration date-sep 2017. Right: 2 coils, left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: clinical history: status post essure procedure performed (B)(6) 2016 (as reported); indications:statu post essure placement complications: none. The patient tolerated the procedure well. Findings: uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2022: pre operative diagnosis and clinical information: uterovaginal prolapse, mixed urinary incontinence, pelvic pain final diagnosis: uterus, cervix, fallopian tubes, ovaries, hysterectomy with bilateral salpingo oophorectomy. The right and left fallopian tubes and ovaries are without significant histologic abnormality. Gross description: the specimen demonstrates two wires one inside each fallopian tube that appear silver and metallic with a small spacing attached at the end. The wire appear to be identical. [Ultrasound pelvis] on (B)(6) 2022: examination. CT at the abdomen and pelvis with intravenous contrast provided indication: pelvic pain. Findings: cither: essure devices; on (B)(6) 2022: clinical history abdominal pain. Hysterectomy (B)(6) 2022. Provided indicatian: constipation findings: abdominal wall: minimal subcutancous cmphysema within the anterointerior pelvis. Mainly on the right. Additional trace soft tissue gas within the bilateral inferoamedial pubic and perineal regions, all presumably iatrogenic. Minimal inflammation along the umbilicus, potentially secondary to laparoscope port. Batch no: c22914, production date: 2014-02-11 and expiration date: 2017-02-28. Batch no: d06938, production date: 2014-09-05 and expiration date: 2017-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.